Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection via naked eye and camera magnification could not be performed and the investigation will be of the available information of the item and lot numbers. Three loosening events were reported. This investigation addresses the first event. Functional testing could not be performed due to the nature of the devices and reported events. No pre-existing conditions were noted on the per. The device was intended for tooth position #18 (universal) at the time of the reported event. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1241371 - iunihg). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history was conducted for the subject lot number (1241371) for similar events using complaint category keyword : loosening. Two similar event were identified. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction of the iunihg could not be verified and the reported event was non-verifiable. Device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the abutment screw for the implant at tooth site #18 was loose. The screw was retightened. As a result of this event, no injury to the patient reported.